Event description:
It was reported that, "the pt had primary hip done (B)(6) 2001. The pt fell and fractured the femur distal of the implant, so the surgeon revised. No further pt info was made available to the sales rep."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.